Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy pd effluent. The cause of peritonitis was unknown. Five days before event onset, the patient was hospitalized due to other indication. On the same day as peritonitis diagnosis, the patient was treated with meropenem injection (1g, once daily, intraperitoneal, discontinued after five (5) days) and vancomycin injection (1g, every 72 hours, intraperitoneal, discontinued after five (5) days) for peritonitis. Ten days after the admission, the patient was discharged from the hospital. It was reported that the patient recovered from the events one day after diagnosis. Pd therapy is ongoing. No additional information is available.